Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics inc. (Procept) became aware that after the treating surgeon completed two treatment passes, the patient's blood pressure dropped as he began focal bladder neck cautery. Vasopressors were administered to the patient; however, the patient coded. The patient was resuscitated, stabilized, and moved to the post-anesthesia care unit (pacu). Later that night, the patient was taken back to the operation room for focal bladder neck cautery that could not be completed post aquablation therapy due to the patient's coding. Hemostasis was achieved and the intubated patient was moved to the intensive care unit (ICU). The patient was extubated on an unspecified date but remains hospitalized with renal failure. The treating surgeon does not attribute the reported event to the aquabeam robotic system. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. .3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding o bladder or prostate capsule perforation section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). ¿ balloon catheter in bladder with bladder neck traction. ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. ¿ balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that during hemostasis, the patient¿s blood pressure dropped. Vasopressors were administered to the patient; however, the patient coded. The patient was subsequently resuscitated and moved to the post anesthesia care unit (pacu). The patient was brought back to the operating room later that same night to control bleeding and a prostate capsule perforation was noted which the treating surgeon attributed to catheter placing while the patient coded. The patient was moved to the intensive care unit. At an unspecified time, the patient¿s kidneys began to fail. It was reported that the patient has been discharged home and is doing ¿remarkably well¿. The treating surgeon is unsure of the cause of the cardiac arrest; however, he does not attribute it to the aquabeam robotic system. The aquabeam robotic system's instructions for use (IFU) list prostate capsule perforation and bleeding as potential risks of aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.